Manufacturer narrative:
(B)(4). Results of investigation: the failure analysis lab received the main printed circuit board assembly for evaluation where the reported event was reproduced and isolated to a faulty transducer on the circuit board. This failure is part of an internal investigation.

Event description:
The customer stated that this unit had a transducer fault while on a patient. There was no harm to the patient at the time of the incident.